Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 30) during basal delivery. The customer was able to load a new cartridge. Additionally, it was reported that the pump shut down unexpectedly. Customer's blood glucose was 252-380 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.